Event description:
Customer reported she received a no delivery alarm on her insulin pump. During troubleshoot; customer stated that the insulin does not exit on the 5 unit fixed prime. Customer disconnected and reconnected the infusion set and reservoir and performed manual prime; she reports that the insulin does not exit with plunger push either and that there is greater than normal resistance. High blood glucose of 600mg/dl; customer reports has not treated. Customer advised to change infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.